Event description:
It was reported that a catheter issue occurred. The 75% stenosed, 25 x 3.00 target lesion was located in the left anterior descending artery. When the opticross imaging catheter was advanced for ultrasound examination of the target lesion, the shaft was fractured resulting in a device which could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 75% stenosed, 25 x 3.00 target lesion was located in the left anterior descending artery. When the opticross imaging catheter was advanced for ultrasound examination of the target lesion, the shaft was fractured resulting in a device which could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection on the device revealed the imaging window detached in the lap joint section; however, the imaging window was not returned for analysis. Imaging core windup and a broken drive shaft began 25.5cm from the distal end of the connector shaft. In order to inspect for imaging core windup at the proximal end of the catheter, the rotator and imaging core assembly were pulled out from the removed hub. Microscope inspection revealed the imaging window detached and imaging core windup. Impedance testing shows an electrical open at the proximal end of the catheter.